Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
One handpiece was received for poor aspiration due to a defective ia connector part. For this complaint file, the final customer lot was identified as lot 992244m, manufactured in december 2014. A device history record review for the handpiece lot was conducted. No anomaly was found during the device history record review. The product was released based on companys acceptance criteria. A lot complaint history examination indicates there was no other complaint for this reported issue. The handpiece tip was visually inspected using magnification. The handpiece is visually acceptable. There is some brazing on the male luer, which is considered visually acceptable. A vacuum and pressure test was performed on the handpiece and the testing was deemed acceptable. Testing was also performed to check for any bubbles to indicate leakage and no bubbles were observed. The evaluation does not confirm a handpiece had an aspiration failure based on the handpiece. The handpiece was visually and functionally conforming. The complaint evaluation does not indicate the handpiece connecting part was the source of the poor aspiration experienced by the customer. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a handpiece had poor aspiration and a connector issue during a procedure. The procedure was completed after exchanging the handpiece. There was no patient harm.